Event description:
It was reported that the customer experienced an occlusion issue. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.